Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient reported they were currently charging their implant; however, their controller displayed stimulation is off. The patient noted they charged the implant on thursday and then had a procedure done on friday, and they had been in pain for 2 days now. The agent had the patient press the stimulation on/off button and turn the stimulation on. The agent asked if their device was placed into MRI mode for the procedure, and the patient was unsure. The patient added they did not even know about the stim on/off button, so they could have accidentally hit it. Agent reviewed information and advised patient to monitor and call back if further assistance is needed.